Event description:
On (B)(6) 2013, it was reported that the fenestrated bipolar forceps instrument was not working. The issue was identified prior to use and was not used on a patient. There was no allegation of harm or injury to patients.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical received the instrument involved with this complaint. Engineering investigated the returned product and noted that the alleged complaint was not confirmed. An additional finding was noted during investigation, which was not initially reported by the reporter. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.